Manufacturer narrative:
On 15-dec-2021, mentor received additional information about the event. The patient identifier is a.m.k. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-mar-2022, the mentor failure analysis lab received two devices for evaluation (device #1: lot # 6906229, device #2: lot #6838303). On 10-mar-2022, mentor completed the investigation on the suspect medical devices. Because it was not specified which breast developed capsular contracture, both devices were analyzed. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The products were returned to mentor for evaluation. Mentor conducted a visual inspection of the returned devices. During the visual evaluation, no apparent damage or visual anomalies were observed on either of the returned devices. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-jan-2022, mentor received additional information about the event. The patient underwent explantation on (B)(6) 2021. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed on both lot # 6906229 and lot # 6838303, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis developed baker grade iii capsular contracture in one of her breasts post implantation. The affected side was not specified (left breast or right breast). The capsular contracture was diagnosed via a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Information about two breast prostheses was reported: left device ¿ lot # 6906229, serial # (B)(4). Right device ¿ lot # 6838303, serial # (B)(4). Since it was not specified which side developed capsular contracture, the lot number and serial number information of the suspect medical device is currently unknown. If clarification is received on the side of capsular contracture, a supplemental report will be submitted.